Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd japan received 90 unused samples for investigation. 20 samples were evaluated by draw testing] and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 were subjected to draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes didn't draw enough volume of blood."